Event description:
It was reported that a physician attempted arteriotomy closure of a lightly calcified right common femoral artery (rcfa) using a proglide device after a coronary stenting procedure. Reportedly, the patient arrived at the hospital as an acute st-elevation myocardial infarction (stemi). After stenting of the right coronary artery, vessel closure was attempted and it was indicated by the physician that when the plunger and needles were removed from the body of the device the suture ruptured. The artery was re-accessed with a guide wire and successfully closed with a non-abbott device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded, evaluation of the device may have aided in the determination of a probable cause. A suture break can be influenced by numerous factors that include but are not limited to manufacturing, user technique, and/or anatomical conditions. The suture is manufactured with in-process inspections. The procedures provide for an integral suture that would deploy as intended. The device lot is functionally tested for suture deployment as part of lot acceptance. A suture break can be influenced by the user. The suture could be damaged by surgical instruments present during suture deployment. A suture break can happen due to the user pulling the suture against resistance. There is no reported information to indicate a user influence that may have affected the device performance. Anatomical conditions can interfere with the deployment process and may snag the suture during the tightening process. This can result in the user applying more force to complete suture deployment and causing a suture break. The patient reportedly had light calcification that may have interfered with suture deployment; however, this can not be confirmed. The cause of this event could not be determined from the reported information. Based on the reported information, the procedures in place to release the suture for use, the inspections to ensure proper suture assembly and loading, lot quality verification through lot acceptance testing and the lot review. Review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there is no indication of a lot specific quality deficiency.